Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system on-site and confirmed the reported problem. As a troubleshooting action, fse inspected the system and identified that system not booting up fully due to mother board issue in the suit pc. To resolve the issue, fse replaced the suite pc and reloaded the software and return the part for further analysis, but no failure found. After replacing the suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.